Manufacturer narrative:
The manufacturer received an allegation in relation to a remstar auto a-flex device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient the device was returned to the manufacturer's product investigation laboratory for investigation. During investigation of the external part of the device the manufacturer found evidence of degraded sound abatement foam and thermal event. There were thermal damage to the humidifier base cable. The manufacture also found dust-like contamination. Manufacturer was confirm the complaint of burnt humidifier base cable. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received an allegation in relation to a remstar auto a-flex device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient the device was returned to the manufacturer's product investigation laboratory for investigation. During investigation of the external part of the device the manufacturer found evidence of degraded sound abatement foam and thermal event. There were thermal damage to the humidifier base cable. The manufacture also found dust-like contamination. Manufacturer was confirm the complaint of burnt humidifier base cable.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received an allegation in relation to a remstar auto a-flex device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and the manufacturer confirmed code 53 and 100 were logged. The device failed the decontamination. The device was reworked due to burnt humidifier base cable. The device passed rework and will be sent to product investigation lab for further investigation. Device dispositioned per fc 16-700-709. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previously reported information: a device was returned to a third party service center for foam replacement per field action c&r 2021-05/06-a. During evaluation at the service center, a burnt humidifier-based cable was located on the device during the disassembly process. The device was forwarded to the manufacturer's product investigation laboratory for further testing. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Pil used a known supplied humidifier on base device and verified the heater plate did heat and used a supplied heated tube on the humidifier and verified tube did heat. An internal and external visual inspection of the device was completed by the manufacturer and found the ui (user interface) knob and air inlet filter missing. Thermal event on humidifier harness connector and pca at j9. Significant dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Black substance, consistent with sound abatement foam degradation observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam. Pil was able to confirm the complaint of burnt humidifier base cable and j9 thermal event. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.